Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Based on available information the device was found to be below expected limits. No sources of high current drain were found during testing. Further testing could not be performed due to damage imposed during analysis. The battery was returned to the vendor. No anomalies were found. The cause of low battery was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic for a follow up and the device was unable to be interrogated. Attempts were made to interrogate with another programmer and different wand locations but the results were the same. Since last follow-up no therapy has been delivered. The device was explanted and replaced.